Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Reported stains was confirmed by visual examination. Stains are caused by the way the tear drop guide wires are fixtured during passivation. The guide wires are placed on a rack with two or more contact points. These contact points cause a small portion of the guide wire to not receive a full passivation coating, leading to an inconsistent coating appearing as a "stain" or mark. These stains are not corrosion, and do not impact the fit, form, or function of the guidewires; they are merely cosmetic. The product is conforming per zimmer biomet's criteria. No product problem has been identified and the devices conform to their specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection at the warehouse, a stain was found on the product inside the sterile packaging. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.